Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. As the customer did not contact tandem technical support (cts) at the time of the reported issues, troubleshooting could not be performed. Reportedly, the customer loaded the cartridge with cold insulin. The customer was educated to only load the cartridge with insulin at room temperature. The customer was able to load a new cartridge. In addition, it was reported that insulin delivery had stopped in the middle of the night. The customers blood glucose (bg) level was impacted 500 mg/dl. The customer was able to resume insulin and delivered a bolus to stabilize bg level. During the call with cts review of pump history indicated no alerts or alarms for the event date. However, the contact stated that an unspecified alarm did occurred on the event date.